Event description:
The facility reported a colleague infusion pump with a damaged battery. The event was reported to have occurred upon power up in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation, the root cause was assigned to use/user error.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump malfunction of damaged battery was confirmed during event history log review. This condition was caused by faulty main batteries. The main batteries and battery harness were replaced. Should additional information be received, a follow-up medwatch will be submitted.